Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the unintended movement of the clip. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The first clip was implanted without issue. The second clip delivery system (cds) was advanced to the valve and when the clip was opened, the clip moved in an unintended direction, it spun around. The clip was closed and reopened and the same movement occurred. An attempt was made to retract the device however it became caught in the chordae. Troubleshooting steps were performed and the clip was eventually able to be freed and removed from the anatomy. The procedure was completed at this time as the mr was reduced to 1-2+. Although this issue caused a delay in the procedure, the delay did not result in adverse patient sequelae; therefore is not considered clinically significant. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no lot-specific quality issue. All available information was investigated and a definitive cause for the reported difficulty positing the device in this incident could not be determined. The reported physical resistance appears to be due to procedural circumstances as troubleshooting maneuvers were performed to free the clip from the chordae. There is no indication of a product quality issue with respect to manufacture, design or labeling.